Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's cartridge and pneumatic tap area, resulting in the successful loading of the cartridge and resumption of insulin delivery.